Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended.

Event description:
The customer reported the system displayed a file system corrupted error and the system is down. No patient injury was reported.